Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The 99% stenosed lesion was located in a moderately tortuous and non-calcified left superficial femoral artery. An unknown wallstent was implanted. The rest of the lesion was dilated with an unknown wanda balloon. Six months later the portion of the lesion not covered by the wallstent has now become restenosed. The distal portion of the lesion measuring 5cm in length. It was pre-dilated with a 4.0mm x 20mm wanda balloon, however, the balloon was unable to cross the lesion. A 3.0mm x 20mm was able to cross the lesion and pre-dilate the lesion. An unknown size wallstent rp stent was implanted in the distal portion of the left superficial femoral artery which was overlapping the previously placed stent. The procedure was then completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).